Event description:
The customer reported that there was a communication failure error message. This error resulted in the system being unable to create fluoroscopic exposures. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The gib and power motor relay pcb assemblies were also evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.